Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge and cine drive pcb's were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported there was a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.